Event description:
A customer reported a pixel issue on the pump display, where the screen was black with a purple dot, preventing interaction with the pump. The customer declined to provide information on their blood glucose level at the time of the event. Tandem technical support arranged to replace the pump, with the customer using multiple daily injections (mdi) as a backup therapy.